Event description:
It was reported that during an attempted implantation of the extravascular (ev) lead,  a lot of air was stated to be in the substern al space and the lead was noted to be unstable, rotating, and flipping even when sutured. Additionally, there was intermittent capture. The physician decided to re-tunnel but the substernal space was full of air and they opted to abort the implant procedure. Hospi talization was noted to be required for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.